Event description:
It was reported that after preparation the 2x20mm mini trek balloon dilatation catheter (bdc) became hub separated when removing the bdc from the dispenser hoop. Therefore, the bdc was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initial report being filed the separation was noted to have occurred at the hypotube. It was reported that the bdc was prepped while in the dispenser hoop. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported separation appears to be related to operational context. Return device analysis noted that the hypotube fracture face was in an oval shape which can indicate the hypotube was kinked and then separated. In this case, it is likely that the device was inadvertently mishandled during preparation and/or removal from the dispenser hoop, such that the device became kinked and upon further manipulation the hypotube ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: g4 - PMA/510(k) # h6: device code 2017 - improper or incorrect procedure or method- incorrect prep.